Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was oversensed resulting in pacing inhibition with asystole of approximately five-and-a-half (5.5) seconds. The patient was asleep at the time of the event, so it is not known if they experienced any symptoms. The patient was noted to be pace therapy dependent. The impedance and thresholds measurements were noted to within specification limits and stable. It was indicated that the physician wants to continue to monitor the issue at this time as the patient has a ventricular escape rhythm. The lead remains in-service. No additional adverse patient effects were reported.